Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a hcp (healthcare professional) via a company representative regarding a patient receiving intrathecal baclofen via an implanted pump. The patient's previous pump system was explanted sometime in (B)(6) 2015 due to an infection. The pump's IFU (indication for use) was listed as intractable spasticity. Other medications the patient was taking at the time of the event were not reported. The patient's medical history was reported as transverse myelitis. The patient's status at the time of this report was alive - no injury. The hcp was re-implanting a new pump system on (B)(6) 2015. The type, concentration, dose, lot number of the baclofen in the previous pump was not known and could not be obtained but the medication being filled into the replacement pump on (B)(6) 2015 was baclofen 500 mcg/ml; dose 125 mcg/day. Additional information has been requested, but was not available as of the date of this report.